Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 4 february 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found causing hyperglycemia during use. The following has been provided by the initial reporter: it was reported that the patient stated that in the morning her numbers are usually between 90-113, today when she woke up, her numbers were 159 before injection. Verbatim: consumer reported, when she's taking her injection, the flow stops before she is done stated, she has to use a second pen needle to complete dosage stated, does not prime before injection stated, when she gets a successful injection, there is a small drop of insulin on tip of needle when done stated, she holds the insulin pen in place for a "count of 6 instead of 10 seconds, (explained, hold in place for 10 seconds) stated, in the morning her numbers are usually between 90-113, today when she woke up, her numbers were 159 before injection. 4 pen needles affected lot: 9121949 item: 320122 expiration date: 2024-05-31. Complaint 2 of 2

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found causing hyperglycemia during use. The following has been provided by the initial reporter: it was reported that the patient stated that in the morning her numbers are usually between 90-113, today when she woke up, her numbers were 159 before injection. Verbatim: consumer reported, when she's taking her injection, the flow stops before she is done stated, she has to use a second pen needle to complete dosage stated, does not prime before injection stated, when she gets a successful injection, there is a small drop of insulin on tip of needle when done stated, she holds the insulin pen in place for a "count of 6 instead of 10 seconds, (explained, hold in place for 10 seconds) stated, in the morning her numbers are usually between 90-113, today when she woke up, her numbers were 159 before injection. 4 pen needles affected lot: 9121949, item: 320122, expiration date: 2024-05-31. Complaint 2 of 2.